Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative condition" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. Additional findings not related to the malfunction/issue include missing rubber feet, which were replaced on the device.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative condition" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. Additional findings not related to the malfunction/issue include missing rubber feet, which were replaced on the device. During the evaluation, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.